Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Lab analysis: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Anxiety-product/procedure: unable to observe, since it is a medical event. And is not related to the device. Additional observation: observed, one opening assessed, as surgical damage. No further actions are required, as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported, exchange from textured to textured to smooth, due to the patient concern of the implant. And capsular contracture, baker grade iii/IV. This record is for the right side. Device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported, exchange from textured to textured to smooth, due to the patient concern of the implant. And capsular contracture, baker grade iii/IV. This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6a;

Event description:
Healthcare professional reported exchange from textured to textured to smooth due to the patient concern of the implant and capsular contracture baker grade iii/IV. This record is for the right side. Device was explanted.